Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the chuck jaw was broken and unable to clamp the k-wires. It was further determined during the pre-repair diagnostics assessment that the device failed for check the tool coupling and for check for untrue running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the drill chuck device was not gripping. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. It was reported that there was no adverse event to the patient or user. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.